Event description:
Customer reported a past low blood glucose event with levels between 37-40 mg/dl. Cause was not known. To address the issue, the customer consumed carbohydrates, and tandem technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose.